Event description:
It was reported that the pt has had multiple operations due to problems with the location of the device and fitting difficulties indicative of a problem. Multiple electrodes channels show high impedance. The pt does not respond to stimuli even when using maximum durations. The case is symptomatic of mechanical stress to the active electrode array.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.